Event description:
It was reported that intermittent ventricular oversensing was observed on real time egms while the system was being interrogated during a normal follow-up. Isometrics could not reproduce the oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.